Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when this left ventricular (lv) lead was inserted into the crt-d device, the thresholds were high in all 17 vectors. The lead was repositioned, and another test was performed, but it was not possible to capture the heart with lower values (low voltage). The physician opted to change out the crt-d for an ICD device. The procedure was completed without any adverse patient effects. No lv lead was implanted. This lead is not expected for return.